Manufacturer narrative:
H2, h3, h6) a software analysis was completed. However, it was found that there was insufficient information to determine the root cause of reported behavior. Codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a minimally invasive surgery (mis) case, t10-l2 (t=thoracic, l=lumbar), there was a fracture at t12 and there was an alleged inaccuracy. The clinical specialist (cs) reported after placing screw t10 on right side, t11 seemed to be off. Cs reported the perc pin adaptor was in use. Cs reported perc pin adaptor was replaced, issue unresolved after a re-spin. Cs reported they tried a navigation frame and the issue was still unresolved. Cs reported the small passive reference frame was attached and the issue resolved. Cs finished the case with no issues, 9 screws were accurately placed. Cs watched geometry and no issue persisted. Cs predicts issue was distance to fracture. To troubleshoot the cs reported navigation frame needs to be troubleshooted with system. There was a less than one hour delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.